Manufacturer narrative:
The technician replaced the head hi/low valve guide tube assembly to repair the bed.

Event description:
Information received indicates the head hi/low function is drifting down slowly overnight.